Manufacturer narrative:
The return product was evaluated. The event log was performed. The system error was confirmed.

Event description:
On 11/27/2023, infutronix received a report that a pump had an unknown issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The device was returned for evaluation.